Manufacturer narrative:
Investigation results: visual evaluation of the returned device found some minor scratches on the cover. The rest of the generator appeared to be in good condition. Functional evaluation found that all the knobs and switches functioned properly. An electrical test was performed and the unit passed the endostat iii return evaluation procedure and was within all test parameters. The complaint that the device has output power drops from 10 to 2 during procedure could not be confirmed. The unit passed the endostat iii return evaluation procedure and was within specification. The unit showed neither evidence of the alleged issue or any defect which could have contributed to the event. A review of the device history record (DHR) confirmed that no deviations were found during original manufacturing.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the endostat power output dropped from 10 to 2. The generator was reset and the procedure was completed without any further issues. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the endostat power output dropped from 10 to 2. The generator was reset and the procedure was completed without any further issues. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Reported event: unexpected output. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.